Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging flu-like symptoms, difficulty breathing, and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient stated the pcp (primary care physician) received notice of the device recall. The pcp sent the patient for a blood test analysis, an ultrasound/x-ray, lung capacity test (pulmonary function testing), and cardiac testing. All tests were negative for any issues. The patient currently has no symptoms. Additionally, the patient is an engineering technologist and was a precision machinist. The patient used mild detergent and water solution on tubing, mask, and water chamber for cleaning. Patient denied use of ozone/uv cleaner. The current device setting is +15 cmh2o. When using the device, the setting was +12 cmh2o. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging flu-like symptoms, difficulty breathing, and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient stated the pcp (primary care physician) received notice of the device recall. The pcp sent the patient for a blood test analysis, an ultrasound/x-ray, lung capacity test (pulmonary function testing), and cardiac testing. All tests were negative for any issues. The patient currently has no symptoms. Additionally, the patient is an engineering technologist and was a precision machinist. The patient used mild detergent and water solution on tubing, mask, and water chamber for cleaning. Patient denied use of ozone/uv cleaner. The current device setting is +15 cmh2o. When using the device, the setting was +12 cmh2o. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.